Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had brown spots and motor is overheating causing the burn/brown spot. The customer was advised to revert to back up plan. The customer's blood glucose was 4.4mmol/l.

Manufacturer narrative:
The insulin pump was received with stained end cap sticker, minor scratched lcd window, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip. No motor over heating or burns noted.